Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The labeling instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient reusing their equipment by unhooking and rehooking back up to the same setup. The patient was not hospitalized for the peritonitis. The patient was treated with unspecified antibiotics for two weeks (route, dose, and frequency were not reported). The patient's pd catheter was removed at the time of this report. Additionally, a new pd catheter was placed twice since this peritonitis event; however they did not work due to too much scar tissue. At the time of this report, the patient was performing hemodialysis. The patient had fully recovered from the peritonitis event. No additional information is available.